Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the device¿s jaw was difficult or impossible to open.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the device¿s jaw was difficult or impossible to open. The device was applied to the tissue and it was removed with the help of a nurse. The device was cleaned every 2-3 activations. There was no patient injury.

Manufacturer narrative:
Evaluation summary: one device sample was received for evaluation. This device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product met specification as received. Visual inspection found no defects. The device had been used. The investigation found that the jaws opened and closed normally using the handle. The knife extended and retracted smoothly using the trigger. The device was recognized when plugged into the generator. The device was activated multiple times on a saline soaked towel with acceptable results and visual seal effects were observed. The device was activated while pressing the button in various locations to detect any problematic activation issues. All seal cycles were completed satisfactorily and end tones were heard each time. The investigation found the device to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.